Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit gas flow sensor offset was replaced to resolve the issue. Unique identifier: (B)(4).

Event description:
The hospital reported that a flow sensor diaphragm was stuck open resulting in loss of mechanical ventilation. There was no report of patient involvement.